Event description:
Patient did not contact prescribing doctor for dosing information prior to treating with new equipment. Patient had severe erythema with blistering after first treatment. Patient required medical attention and was admitted into the hospital.

Manufacturer narrative:
No problem found with device. This was an operator error.